Manufacturer narrative:
Consumer experienced a broken tooth root.

Event description:
Consumer called stating that the sonicare power toothbrush slipped out of their hands while brushing their teeth and broke the root of their tooth.

Manufacturer narrative:
The root cause of the customer's complaint cannot be determined.